Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient's husband reports the patient is experiencing pain at the ipg site. In addition, the patient needs to undergo an MRI and this model is not MDR conditional. Follow up information identified the patient was scheduled for a revision on (B)(6) 2015. The manufacturer has not been informed of any further information at this time.